Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to a high left ventricular (lv) lead threshold. It was noted the lv lead had began showing a high pacing threshold approximately six months prior. A venogram noted the patient was occluded and a new lv lead could not be implanted. The lv lead was reprogrammed and the device was explanted and replaced. No further patient complications have been reported as a result of this event.